Manufacturer narrative:
A1: full patient identifier is case-(B)(4). A5: the customer did not provide patient demographics such as age, date of birth, sex, weight, ethnicity or race. H6: the information provided confirmed that the operator received potentially biohazardous liquid splash in the eye while pouring dxi 800 liquid waste into a sink. The customer reported that the technologist was not wearing safety glasses during the event. The technologist immediately rinsed their eyes using the eye wash station. The technologist sought medical attention after the event. Attempts to gather additional ihttps://emdr.FDA.gov/emdr/formredaction/nformation were made by beckman coulter but to date a response has not been received. Per the unicel dxi operator¿s guide, c95317aa, liquid waste should be considered potentially infectious. Proper hand, eye and facial protection is required. Operator error contributed to the exposure as the operator was not wearing safety glasses during the event. In conclusion, the likely cause of this event is user error.

Event description:
On (B)(6) 2023 the customer reported that while pouring liquid waste from the customer's dxi (unicel dxi 800 access immunoassay analyzer, part number 973100 and serial number (B)(6)) into the customer's sink, the customer (technologist) was splashed in the eye by the liquid waste. The technologist was not wearing safety glasses while performing this task. There was no report of injury or illness to the technologist in this event. The technologist rinsed their eyes at the eye wash station and then sought medical attention. The laboratory reported they have an exposure control plan. Attempts were made by beckman coulter to gather additional information regarding the event and what treatment(s) the technologist may have received; however, at this time the customer has not provided any additional information.